Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that the high out of range shock impedance meaurements continue to occur. Boston scientific technical services (ts) was consulted and suggested bringing the patient in for further evaluation. A few weeks later the field representative noted that the patient had not been brought back into the office for evaluations, however a more recent remote home monitoring data upload shows the impedance readings back within normal range. At this time the rv lead and ICD remain in service and no adverse patient effects have been reported.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range shock impedance measurements that was detected via the patient's remote home monitoring system. Boston scientific technical services (ts) provided troubleshooting options. As per health care professional (hcp), the patient will continue to be monitored and will leave the shock vector on triad configurations as normal impedance range was obtained. This system remains in service. No adverse patient effects were reported.